Event description:
Boston scientific received information that this device tripped end of life (eol) by a charge time that was greater than thirty seconds with a monitoring voltage of 2.49 which is still at middle of life two (mol2). The patient is not pacer dependent and no adverse effects have been reported. Boston scientific technical services (ts) discussed that the device is capable of providing a maximum shock but cannot guarantee other therapy availability. The physician plans to refer the patient to their implanting physician but the patient stated they were unsure if they wanted to go through with this plan. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates this device remains in service. This investigation will be updated should further information be provided.